Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6101. The troubleshooting was performed and the issue was not resolved. Unable to resolve with existing troubleshooting or labeled instructions, the issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
Additional information received with respect to analysis completion rationale on dated 28-apr-2025, so accordingly additional investigation results populated here in section h11 with this report. We have attempted to reproduce the pairing failure with a supervisor timeout on the samsung galaxy a35 and google pixel 8 did not pair with a 780g pump running firmware version 6.7. The issue occurred consistently if the cross-device services feature is enabled on these devices, displaying a ""device not found"" message on the pump. However an attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on google pixel 8 pro (android 15) with mmt-1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. This issue has been confirmed, through our internal testing and found the recommendations steps help resolve the issue. The software adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting an initial investigation, we have found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os, supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. Supervisor_timeout occurs when the device fails to receive a timely response from the pump, leading to automatic disconnection or an error message. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: - on your android device, open settings . - tap google, google devices & sharing (or all services on xiaomi devices) , cross-device services. Or search â¿cross-deviceâ¿ from settings. - make sure use cross-device services is off or disabled (xiaomi device use toggle off) - follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, ensure cross-device services are disabled. If cds, does not work, please try the following: - remove the mobile device from the pump. - check the phoneâ¿s bluetooth settings and ensure there are no previously paired pump devices. If any are listed, select ""forget"" to remove them. - uninstall/remove the mmm app from the mobile device. - restart the mobile phone. - reinstall the mmm app & then make sure bluetooth is on - launch the app and begin the pairing process. (Ensure app is in the foreground while pairing) important: since step 4 (restarting the phone) is critical, please make sure to contact the customer using an alternate phone number (not the affected device). This will allow them to complete the steps without interruption during the call or missing any steps. Helpline further informed team that the issue is resolved for the customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
An attempt to reproduce the reported event using the minimed mobile app (software version 2.8.0) installed on google pixel 8 pro (android 15) with mmt-1885 780g pump (software ver. 6.7v) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After conducting a thorough investigation of the application logs we found that the main reason for failed connection attempts was supervisor_timeout errors thrown by os. Supervisor_timeout in substance means that the phone did not receive any messages from the pump in the defined period (approximately 30 seconds), the main possible causes for that are errors in device bluetooth stack implementation or high level of electromagnetic noise. To assist with the resolution of the issue, we have provided the helpline team with the following recommendation to ensure that it is addressed effectively: would like to recommend the below steps to perform with the patient : 1. Remove all other pairings on the phone with other bluetooth devices. 2. Stop any apps from running in the background that could interrupt the ble connection 3. Attempt to pair with another device. 4. If all other steps have not worked, we kindly ask that you try using a different phone, only if one is available - either android or ios, with a preference for ios if possible until we find a solution. We apologize for any inconvenience this may cause and greatly appreciate your patience and understanding as we work to resolve this issue. 5. Disable cross-device service and keep cross-device disabled for 1-2 days and then check with the customer was issue present during those days or not. A) open the android os settings. Find the âgoogleâ? Menu item b) choose âall servicesâ. C) choose âcross-device servicesâ, and pass through the wizard. D) the âuse cross-device servicesâ option, if enabled, disables them. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.